Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of the index procedure. Date and name of the index surgical procedure? The diagnosis and indication for the index surgical procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle? How many days post-operatively was surgery performed to remove the needle? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. The suture came away from the needle while suturing the perineum. The patient required an additional procedure to remove the needle. The current condition of the patient is unknown. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/11/2019. A detached needle of product code w9946, lot mc8cgdt0 was returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition the suture was not returned for evaluation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable pull off suture needle, suggest an improper handling of the sample. A labeled winding former with a partially dispensed needle-suture of product code w9946, lot mc8cgdt0 was returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample, no pull off suture needle was found, and the tested sample met the requirements.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of the index procedure unk date and name of the index surgical procedure unk perineal repair the diagnosis and indication for the index surgical procedure? Perineal repair what instruments were used to grasp the needle? Needle holder where was the needle grasped during use? 2/3 down the needle were x-rays performed to localize the needle? Needle retrieved, no requirement for x-ray how many days post-operatively was surgery performed to remove the needle? N/a did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? N/a what is the physician¿s opinion as to the etiology of or contributing factors to this event? Needle issue what is the patient¿s current status? Not reported

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.